Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection noted no obvious defects. Evaluation found catheter can be inflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that during a pretest, the balloon was not inflating properly, however the area around the inflation valve was being inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, the balloon was not inflating properly, but the area around the inflation valve was being inflated.